Event description:
It was reported that removal of the catheter from the packaging resulted in catheter separation. The product was not used. No pt injury was associated with this event.

Manufacturer narrative:
All corrective/preventive actions identified relating to this product malfunction, have been completed and implemented by adam spence europe ltd.